Event description:
The customer reported that they did not get sp02 or pressure alarms on their mp70 bedside device. A pt had deteriorated and required resuscitation however they were not alerted to this until ECG changes occurred and triggered the asystole alarm.

Manufacturer narrative:
(B)(4). The customer reported that they did not get sp02 or pressure alarms on their mp70 bedside device. A pt had deteriorated and required resuscitation however, they were not alerted to this until ECG changes occurred and triggered the asystole alarm. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.